Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi74069 was released in a single batch. Batch1: released on april 01, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the xpdm quick-con si poly scwdrvr was received at us customer quality (cq). The distal tip of the device has completely broken off. No fragments were returned. No other defects were identified. Functional test: functional test cannot be performed as the device was received by itself. Since the allegation unable to assemble can be confirmed since the tip is broken off, that might be the reason for the unable to assemble. Dimensional inspection: since the distal tip has completely broken off, the shaft diameter just proximal to breakage was measured. Measured dimensions: shaft diameter = conforming document/specification review: the drawings reflecting the current and manufactured drawings were reviewed. Conclusion: the overall complaint was confirmed for the received xpdm quick-con si poly scwdrvr as the distal tip of the device has completely broken off. However, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique, or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; d9; g1; h4 h6: patient codes and device problem code updated to imdrf codes. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the screwdriver would not load the screw properly. The screwdriver head would not seat properly in the screw. A surgical delay of two (2) minutes was reported. No further information reported. Concomitant device reported: unknown screws (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) expedium spine system quick connect si poly driver. This is report 1 of 1 for (B)(4).